Manufacturer narrative:
Section a6: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to jan 7, 2025. Section d6a: give date: n/a (not applicable). There is no indication that the device was implanted. Section d6b: if explanted, give date: n/a (not applicable). There is no indication that the device was implanted. Therefore, not explanted. Section e1: initial reporter first/given name: unknown, information was not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal intraocular lens (iol) cracked when the doctor tried to implant it. It was indicated that the lens is not available for return. No further information was provided.